Event description:
MRI conditional ventricular lead placed with no known complications. Later in the same day, the echocardiogram showed a pericardial effusion due to perforation from the right ventricular (rv) lead. Rv revision performed.